Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the patient line was briefly tugged when the user was getting ready to change the supplies. The contact reported that the user's blood glucose (bg) level was 396 mg/dl and the contact does not think it is pump related. However, the contact declined troubleshooting. The user changed the supplies and delivered a manual injection to address bg level.